Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the overlay breached. The breach overlay tubing was damage during the implant procedure and it didn't relate to the electrical complaints.

Event description:
It was reported that during implant, the right ventricular (rv) lead exhibited intermittent loss of capture at maximum outputs. The physician believed the lead was damaged and elected to implant an alternate lead. No patient complications have been reported as a result of this event.